Event description:
It was reported that the patient's does not communicate with external devices following an unrelated surgery. Reportedly, the ipg was not put into surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. Additionally, the patient was unable to set the ipg into MRI mode due to ipg being inoperable.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates that the ipg was explanted and replaced on (B)(6) 2022 to address the issue. Reportedly, therapy was confirmed post op.